Manufacturer narrative:
Follow-up 5/11/2016: a review of pump data between 5/1/16 and 5/10/16 indicated pump settings are accurate and bolus deliveries are correctly calculated. It was noted that cartridge uses humalog beyond the recommended 48 hours. The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 340 (mg/dl). Insulin injections were used to address bg levels. Reportedly, customer believes pump is not delivering insulin appropriately. Recommendation was made to consult with their health care provider to discuss diabetes management.